Event description:
It was reported that the ilet insulin pump exhibited screen delamination on the exterior of the device, and a replacement was arranged with guidance provided on shutdown procedures and transmitter disconnection. Symptoms included no adverse clinical effects and no alerts or alarms reported. Outcomes included continued ilet use with no interruption to therapy and no medical intervention or hospitalization. Investigation included collection of user reports and coordination for return of the affected device for assessment. Investigation of this case revealed a device hardware and enclosure issue consistent with screen delamination, with no functional alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component defect related to the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.